Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/ chronic pelvic pain') in a (B)(6) female patient who had essure (batch no. 638493) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "coil was not properly placed in the tube and the device was retracted through the hysteroscope". The patient's medical history included morbid obesity, epilepsy, chest pain, dyspnea and cervicalgia. Concurrent conditions included multiparous. Concomitant products included acetylsalicylic acid (aspirin) since 2010, chlorphenamine maleate;phenylpropanolamine hydrochloride (allergy relief medicine) since 2010, furosemide (lasix) since 2010, hydrocodone bitartrate;paracetamol (norco), ibuprofen since 2010, lacosamide (vimpat) since 2010, loperamide hydrochloride (anti-diarrheal) since 2010, metoprolol since 2010, omeprazole (prilosec) since 2010, potassium since 2010, rosuvastatin calcium (crestor) from 2010 to 2013, sumatriptan (imitrex) since 2010, tizanidine hydrochloride (zanaflex) since 2010, topiramate (topamax) since 2010, vitamin d nos since 2010 and zonisamide since 2010. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced alopecia ("excessive hair loss") and palpitations ("blood or heart disease: heart palpitations"). In (B)(6) 2009, the patient experienced menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In august 2009, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,"). In (B)(6) 2009, the patient experienced fatigue ("chronic fatigue"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("excessive migraine headaches"), skin irritation ("rashes or skin conditions type: skin irritation") and neuralgia ("nerve pain/ nerve pain in both legs/ nerve pain and leg") and was found to have weight increased ("weight gain,"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding/ abnormal bleeding (general),"), seizure ("seizures"), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), ovarian cyst ("ovarian cysts"), rash ("excessive rashes"), mood swings ("mood swings"), dyspareunia ("pain during intercourse"), infection ("frequent infections"), dysmenorrhoea ("debilitating menstrual pain"), anxiety ("anxious"), depression ("depressed."), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), hypertension ("blood or heart disorder/condition type: high blood pressure"), cerebrovascular accident ("other injury(ies) or complication please describe: stroke symtoms"), syncope ("fainting,"), dizziness ("dizziness.") And headache ("headaches"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, ovarian cyst, rash, mood swings, alopecia, migraine, fatigue, dyspareunia and infection had not resolved and the genital haemorrhage, seizure, dysmenorrhoea, anxiety, depression, urinary tract infection, skin irritation, bladder disorder, urinary tract disorder, hypertension, weight increased, cerebrovascular accident, syncope, dizziness, neuralgia, headache, vaginal haemorrhage and palpitations outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, cerebrovascular accident, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypertension, infection, menorrhagia, migraine, mood swings, neuralgia, ovarian cyst, palpitations, pelvic discomfort, pelvic pain, rash, seizure, skin irritation, syncope, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff never experienced the reported conditions prior to undergoing the essure procedure. Plaintiff received treatment for pelvic pain, abdominal pain, bladder problem, urinary problem, fatigue, hair loss, headaches, migraine, deression and anxiety. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.3 kg/sqm. Hysterosalpingogram: on an unknown date: results: full occlusion and proper placement; in 2009: results: coils properly placed. Most recent follow-up information incorporated above includes: on 29-jun-2020: medical record received lot number was added. Reporter information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/ chronic pelvic pain') in a 33-year-old female patient who had essure (batch no. 638493) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "coil was not properly placed in the tube and the device was retracted through the hysteroscope". The patient's medical history included morbid obesity, epilepsy, chest pain, dyspnea and cervicalgia. Current weight 301 lbs. Concurrent conditions included multiparous. Concomitant products included acetylsalicylic acid (aspirin) since 2010, chlorphenamine maleate;phenylpropanolamine hydrochloride (allergy relief medicine) since 2010, furosemide (lasix) since 2010, hydrocodone bitartrate;paracetamol (norco), ibuprofen since 2010, lacosamide (vimpat) since 2010, loperamide hydrochloride (anti-diarrheal) since 2010, metoprolol since 2010, omeprazole (prilosec) since 2010, potassium since 2010, rosuvastatin calcium (crestor) from 2010 to 2013, sumatriptan (imitrex) since 2010, tizanidine hydrochloride (zanaflex) since 2010, topiramate (topamax) since 2010, vitamin d nos since 2010 and zonisamide since 2010. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced seizure ("seizures/ increased frequency after placement "), alopecia ("excessive hair loss"), depression ("depressed."), syncope ("fainting,") and palpitations ("blood or heart disease: heart palpitations"). In (B)(6) 2009, the patient experienced menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,"). In (B)(6) 2009, the patient experienced fatigue ("chronic fatigue"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("excessive migraine headaches"), skin irritation ("rashes or skin conditions type: skin irritation"), neuralgia ("nerve pain/ nerve pain in both legs/ nerve pain and leg") and headache ("headaches") and was found to have weight increased ("weight gain,"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding/ abnormal bleeding (general),"), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), ovarian cyst ("ovarian cysts"), rash ("excessive rashes"), mood swings ("mood swings"), dyspareunia ("pain during intercourse"), infection ("frequent infections"), dysmenorrhoea ("debilitating menstrual pain"), anxiety ("anxious"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), hypertension ("blood or heart disorder/condition type: high blood pressure"), cerebrovascular accident ("other injury(ies) or complication please describe: stroke symptoms"), dizziness ("dizziness.") And epilepsy ("epilepsy"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, ovarian cyst, rash, mood swings, alopecia, migraine, fatigue, dyspareunia and infection had not resolved and the genital haemorrhage, seizure, dysmenorrhoea, anxiety, depression, urinary tract infection, skin irritation, bladder disorder, urinary tract disorder, hypertension, weight increased, cerebrovascular accident, syncope, dizziness, neuralgia, headache, vaginal haemorrhage, palpitations and epilepsy outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, cerebrovascular accident, depression, dizziness, dysmenorrhoea, dyspareunia, epilepsy, fatigue, genital haemorrhage, headache, hypertension, infection, menorrhagia, migraine, mood swings, neuralgia, ovarian cyst, palpitations, pelvic discomfort, pelvic pain, rash, seizure, skin irritation, syncope, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff never experienced the reported conditions prior to undergoing the essure procedure. Plaintiff received treatment for pelvic pain, abdominal pain, bladder problem, urinary problem, fatigue, hair loss, headaches, migraine, deression and anxiety. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Current weight 301 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.3 kg/sqm. Hysterosalpingogram - on an unknown date: results: full occlusion and proper placement; in 2009: results: coils properly placed. Lot number: 638493. Manufacture date: 2009-05. Expiration date: 2012-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: pfs received-new event epilepsy were added. Concomitant drug were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/ chronic pelvic pain'), genital haemorrhage ('heavy bleeding/ abnormal bleeding (general),') and seizure ('seizures') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "coil was not properly placed in the tube and the device was retracted through the hysteroscope". The patient's medical history included obesity and epilepsy. Concurrent conditions included multiparous. Concomitant products included acetylsalicylic acid (aspirin) since 2010, chlorphenamine maleate;phenylpropanolamine hydrochloride (allergy relief medicine) since 2010, furosemide (lasix) since 2010, hydrocodone bitartrate;paracetamol (norco), ibuprofen since 2010, lacosamide (vimpat) since 2010, loperamide hydrochloride (anti-diarrheal) since 2010, metoprolol since 2010, omeprazole (prilosec) since 2010, potassium since 2010, rosuvastatin calcium (crestor) from 2010 to 2013, sumatriptan (imitrex) since 2010, tizanidine hydrochloride (zanaflex) since 2010, topiramate (topamax) since 2010, vitamin d nos since 2010 and zonisamide since 2010. On (B)(6)2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("excessive hair loss"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,"), skin irritation ("rashes or skin conditions type: skin irritation") and neuralgia ("nerve pain/ nerve pain in both legs/ nerve pain and leg") and was found to have weight increased ("weight gain,"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), ovarian cyst ("ovarian cysts"), rash ("excessive rashes"), mood swings ("mood swings"), dyspareunia ("pain during intercourse"), infection ("frequent infections"), dysmenorrhoea ("debilitating menstrual pain"), anxiety ("anxious"), depression ("depressed."), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), hypertension ("blood or heart disorder/condition type: high blood pressure"), cerebrovascular accident ("other injury(ies) or complication please describe: stroke symtoms"), syncope ("fainting,"), dizziness ("dizziness."), headache ("headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on 1-jan-2013. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, ovarian cyst, rash, mood swings, alopecia, migraine, fatigue, dyspareunia and infection had not resolved and the genital haemorrhage, seizure, dysmenorrhoea, anxiety, depression, urinary tract infection, skin irritation, bladder disorder, urinary tract disorder, hypertension, weight increased, cerebrovascular accident, syncope, dizziness, neuralgia, headache and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, cerebrovascular accident, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypertension, infection, menorrhagia, migraine, mood swings, neuralgia, ovarian cyst, pelvic discomfort, pelvic pain, rash, seizure, skin irritation, syncope, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff never experienced the reported conditions prior to undergoing the essure procedure. Plaintiff received treatment for pelvic pain, abdominal pain, bladder problem, urinary problem, fatigue, hair loss, headaches, migraine, deression and anxiety. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Current weight 301 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.3 kg/sqm. Hysterosalpingogram - on an unknown date: results: full occlusion and proper placement; in 2009: results: coils properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-dec-2019: plaintiff fact sheet was received. Event added from pfs- abnormal bleeding (vaginal). Reporter information, medical history, concomitant drug, events onset date were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/ chronic pelvic pain'), genital haemorrhage ('heavy bleeding/ abnormal bleeding (general),') and seizure ('seizures') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "coil was not properly placed in the tube and the device was retracted through the hysteroscope". The patient's medical history included morbid obesity and epilepsy. Concurrent conditions included multiparous. Concomitant products included acetylsalicylic acid (aspirin) since 2010, chlorphenamine maleate;phenylpropanolamine hydrochloride (allergy relief medicine) since 2010, furosemide (lasix) since 2010, hydrocodone bitartrate;paracetamol (norco), ibuprofen since 2010, lacosamide (vimpat) since 2010, loperamide hydrochloride (anti-diarrheal) since 2010, metoprolol since 2010, omeprazole (prilosec) since 2010, potassium since 2010, rosuvastatin calcium (crestor) from 2010 to 2013, sumatriptan (imitrex) since 2010, tizanidine hydrochloride (zanaflex) since 2010, topiramate (topamax) since 2010, vitamin d nos since 2010 and zonisamide since 2010. In 2009, the patient experienced alopecia ("excessive hair loss") and palpitations ("blood or heart disease: heart palpitations"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,"). In (B)(6) 2009, the patient experienced fatigue ("chronic fatigue"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("excessive migraine headaches"), skin irritation ("rashes or skin conditions type: skin irritation") and neuralgia ("nerve pain/ nerve pain in both legs/ nerve pain and leg") and was found to have weight increased ("weight gain,"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), ovarian cyst ("ovarian cysts"), rash ("excessive rashes"), mood swings ("mood swings"), dyspareunia ("pain during intercourse"), infection ("frequent infections"), dysmenorrhoea ("debilitating menstrual pain"), anxiety ("anxious"), depression ("depressed."), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), hypertension ("blood or heart disorder/condition type: high blood pressure"), cerebrovascular accident ("other injury(ies) or complication please describe: stroke symtoms"), syncope ("fainting,"), dizziness ("dizziness.") And headache ("headaches"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, ovarian cyst, rash, mood swings, alopecia, migraine, fatigue, dyspareunia and infection had not resolved and the genital haemorrhage, seizure, dysmenorrhoea, anxiety, depression, urinary tract infection, skin irritation, bladder disorder, urinary tract disorder, hypertension, weight increased, cerebrovascular accident, syncope, dizziness, neuralgia, headache, vaginal haemorrhage and palpitations outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, cerebrovascular accident, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypertension, infection, menorrhagia, migraine, mood swings, neuralgia, ovarian cyst, palpitations, pelvic discomfort, pelvic pain, rash, seizure, skin irritation, syncope, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff never experienced the reported conditions prior to undergoing the essure procedure. Plaintiff received treatment for pelvic pain, abdominal pain, bladder problem, urinary problem, fatigue, hair loss, headaches, migraine, deression and anxiety. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Current weight 301 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.3 kg/sqm. Hysterosalpingogram - on an unknown date: results: full occlusion and proper placement; in 2009: results: coils properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 24-apr-2020: pfs received. Event "heart palpitation" added. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/ chronic pelvic pain") and genital haemorrhage ("heavy bleeding/ abnormal bleeding (general),") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "coil was not properly placed in the tube and the device was retracted through the hysteroscope". The patient's concurrent conditions included multiparous. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), ovarian cyst ("ovarian cysts"), rash ("excessive rashes"), mood swings ("mood swings"), alopecia ("excessive hair loss"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue"), dyspareunia ("pain during intercourse"), infection ("frequent infections"), dysmenorrhoea ("debilitating menstrual pain"), anxiety ("anxious"), depression ("depressed."), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti,"), skin irritation ("rashes or skin conditions type: skin irritation"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), hypertension ("blood or heart disorder/condition type: high blood pressure"), seizure ("seizures"), weight increased ("weight gain,"), cerebrovascular accident ("other injury(ies) or complication please describe: stroke symptoms"), syncope ("fainting,"), dizziness ("dizziness."), neuralgia ("nerve pain") and headache ("headaches"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, ovarian cyst, rash, mood swings, alopecia, migraine, fatigue, dyspareunia and infection had not resolved and the genital haemorrhage, dysmenorrhoea, anxiety, depression, urinary tract infection, skin irritation, bladder disorder, urinary tract disorder, hypertension, seizure, weight increased, cerebrovascular accident, syncope, dizziness, neuralgia and headache outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, cerebrovascular accident, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypertension, infection, menorrhagia, migraine, mood swings, neuralgia, ovarian cyst, pelvic discomfort, pelvic pain, rash, seizure, skin irritation, syncope, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: plaintiff never experienced the reported conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: coils properly placed; on an unknown date: full occlusion and proper placement. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 8-nov-2018: new pfs + mr received- new events added: infection (bladder/ urinary tract/vaginal) type: uti, rashes or skin conditions type: skin irritation, bladder or urinary problems or changes, migraines / headaches, blood or heart disorder/condition type: high blood pressure, seizures, fatigue, weight gain, other injury(ies) or complication please describe: stroke symptoms, depression, fainting, dizziness, coil was not properly placed in the tube and the device was retracted through the hysteroscope were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.